Manufacturer narrative:
(B)(4).

Event description:
It was reported that the previous sensor session was continuing. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Data was evaluated and the allegation was confirmed. Additionally, it was determined that an early sensor expiration occurred. The probable cause could not be determined.